Event description:
It was reported by maude report patient underwent right total knee arthroplasty on (B)(6), 2011. Subsequently, patient alleges pain. No revision date has been scheduled.

Manufacturer narrative:
This medwatch corresponds with the event reported in the attached maude report. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 15 states, "interoperative or postoperative bone fracture and/or postoperative pain." This report is number 1 of 5 mdrs filed for the same event (reference 1825034-2012-01202 / 01206). (B)(4).